Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging an "inaccuracy issue" with the one touch ultramini meter. The medical affairs specialist (mas) was able to correspond with the pt by telephone on september 3, 2008, but the pt was unwilling to give additional info. The complaint classified based on the following info received from the customer and the customer care advocate's (cca) documentation. The pt stated that the alleged issue began on a week prior to original date at 9 pm. During that time, the pt reportedly obtained a reading of "hi" on the subject meter. The pt was not willing to answer if any actions were taken after obtaining a high reading on the subject meter. On that day (at an unknown time) after the reported issue, the pt reportedly felt "sleepy and passed out." Her husband then reportedly called the ambulance and by the time she arrived at the hospital she reportedly obtained a reading of "55 mg/dl" on the hospital's meter. The pt reportedly was treated with "orange juice and a spoonful of sugar" at the hospital. Approximately after one and a half hour, the pt reportedly obtained another reading of "115 mg/dl" on the hospital's meter. It would have been helpful to know the following info: when the pt typically tests her blood glucose during the day, her diabetes management regimen, when the reported power issue first occurred, what her last blood glucose result was on the reported meter, and when the result was obtained. In addition, it would have been helpful to know what her activities were before the symptoms and whether she treated herself after the reported issue. During the troubleshooting, the cca verified that the testing technique was correct, the puncture area was cleaned appropriately, she was obtaining blood samples from her fingers and the meter was set to the correct unit of measurement. The pt was unable/unwilling to answer if the reading of "hi" matched with the subject meter's memory. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms that can be associated with severe hypoglycemia, after the reported issue. However, the "inaccurate high" was anecdotal and there is no evidence that the subject meter malfunctioned.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.